Event description:
Correction: it was reported that an asymptomatic patient presented during the procedure, out of range high, impedance on atrial and ventricular channels, no capture, and no sensing was noted when the leads were hooked up to the ICD. The leads were disconnected from the device and psa testing was normal. The device was replaced. The device will be returned to the manufacture for further analysis.

Event description:
It was reported that and asymptomatic patient presented during the procedure, out of range high, impedance on atrial and ventricular channels and no capture was noted. The leads were disconnected from the device and psa testing was normal. The device was replaced. The patient was stable. The device will be returned to the manufacture for further analysis.

Manufacturer narrative:
The reported events of loss of sensing, high impedance and loss of capture were not confirmed. Device was tested on bench and no anomalies were noted.